Manufacturer narrative:
The device was returned without identified device or use problem. A malfunction based on analysis was found. As received, the device telemetry communication was normal. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
Related manufacturer reference number: 2017865-2021-20214. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. Prion to the procedure, an interrogation was performed and it was discovered that the right atrial lead exhibited oversensing noise. The device was explanted and replaced however, no further intervention was performed on the lead. The patient was in stable condition.